Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 12.4-13.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and a conductor melted at this location. Externalized conductors due to internal insulation abrasion were noted at 48.2-51.2cm from the connector pin. Internal insulation abrasion was noted at 48.5-49.5cm from the connector pin. The etfe coating was not abraded at these locations. (B)(6).

Event description:
It was reported that the patient was brought to the hospital after being found unconscious at home. The patient was found to be in vt/vf upon arrival. External defibrillation and resuscitation efforts stabilized the patient. Device interrogation revealed that a short circuit occurred during shock delivery. X-ray did not show any lead abnormalities. The lead was explanted.